Manufacturer narrative:
(B)(4) date sent: 10/30/2020 g3: the attached user facility medwatch report 2100330000-2020-8006, was originally reported under this manufacture report (3005075853-2020-02145).

Manufacturer narrative:
(B)(4). Batch #u5aa17. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device opened and closed without any difficulties noted. Additional information was requested and the following was received: in answer to your questions: 1.is the current patient status known? - no. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? - I am not aware of any.

Event description:
It was reported that during a laparoscopic cholecystectomy, the handle would not release after firing. The jaws had to be pried open with a kelly pry bar. It is possible that there was tissue damage, but has not been confirmed. There were no patient consequences.